Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that while troubleshooting for a high blood glucose level, she mentioned experiencing three low blood glucose levels since she started her insulin pump therapy. Customer's blood glucose level was 52 mg/dl, 96 mg/dl, and 82 mg/dl. The customer had overdosed because she miscalculated the carbohydrates. The customer treated her blood glucose level with soda. Customer's blood glucose level went up to 402 mg/dl. She did a complete set change. The device was not returned.